Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport isp MRI 8cf int. W/sp, att, sl. During the procedure there was difficulty coupling the catheter to the store. Reportedly, before coupling did not seem to show any resistance due to kinking and slight leakage through the connection, even cutting the catheter a little more and re-coupling it, the leaking remained. Even after cutting the catheter a little more and re-coupling it, the leak remained. Current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported kink and leak issue as objective was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport isp MRI 8cf int. W/sp, att, sl. During the procedure, there was difficulty coupling the catheter to the store. Reportedly, before coupling did not seem to show any resistance due to kinking and slight leakage through the connection, even cutting the catheter a little more and re-coupling it, the leaking remained. Even after cutting the catheter a little more and re-coupling it, the leak remained. The current status of the patient is unknown.